Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not allow flow of medication during infusion of 122 ml of fluorouracil diluted in 0.9% sodium chloride for a total fill volume of 240 ml. The problem did not occur immediately after filling the device with solution. A carrying bag was used with the flow restrictor in contact with the patient's skin and placed at the same height as the reservoir. The expected infusion time was 120 hours and a subcutaneous venous reservoir catheter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured october 22, 2015 ¿ october 23, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.